Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was low with a data flag. The sample was repeated on the original analyzer and another cobas 6000 analyzer with results of 50,000 miu/ml. The customer stated she believed the issue was due to operator error and that they had originally put on wrong sample on the analyzer. The questionable result was not reported outside the laboratory. The patient was not adversely affected. The hcg+ss reagent lot number and expiration date were requested, but were not provided. The field service representative determined there was an issue with the sample and there was air in sample. He verified the sample repeated okay on the second analyzer. To verify the analyzer operation, calibration and qc were performed with all results within specification. Upon follow up, the customer stated they believed the issue was due to air in the sample.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.